Event description:
It was reported that during an unk procedure, the stapler blocked, emergency button pressed. No patient harm reported.

Manufacturer narrative:
(B)(4) date sent: 5/20/2024 d4: batch # 692c86 e1: unknown first name investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. Upon further inspection, the reload was found to have slightly damaged on the knife channel. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 692c86, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. The device was opened with the mechanical mechanism on top of the handle what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? After pressing the release button the surgeon still was not able to remove the device, that's why he used the manual override did the jaws eventually open? Like mentioned above, pressing the release button to pull the knife back and open the device did not work according to the user. He then use the manual override to pull the knife back and was the able to open and remove the device